Event description:
Reporter alleged blood glucose readings were high. It was stated customer's meter read 172 mg/dl compared to the doctor's measurement of 68 mg/dl when tests were performed within 5 minutes of each other. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.